Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the angle wire fluid damage, the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the mechanism base plate fluid damage, the remote control switch fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the ccd driver pcb fluid damage, the electrical connector fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the insertion flexible tube (ift) buckled, the forward body frame corroded, the receptacle corroded, the ccd driver pcb corroded, the glass rod corroded, the light guide cable crushed, the operation channel leak, the operation channel cut, the suction channel dirty, the remote control buttons disinfections damage, the angle wire hard to move, and the operation channel resistance; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.